Event description:
It was reported that the image on the left monitor of the 9800 system is bad and the system will go to the maximum tech. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Found two broken wires in the interconnect cable. Replaced interconnect cable. The system was tested and found to be working as intended and placed back into service.